Manufacturer narrative:
The report submitted by the company representative states the following: ¿the aphakic power calculation is inconsistent between measurements and do not correspond with the cylindrical measured pre-operatively. Specifically, the measurement of .83 aphakic compared to a measurement of 3.56 pre-operatively. The surgeon chose aphakic measurement which corresponded with axis ¿pre-operatively¿. The cylinder measured less than the pre-op. The surgeon implanted a 17.5d iol. The pseudophakic measurements indicate that the parameters were not achieved. The first contributing factor the representative states, the ¿focus image¿ appears to be ¿not centered¿. The second contributing factor, ¿the led¿s in the center potentially show a bead of viscoelastic, which could affect the cylinder and axis measurement.¿ the pseudophakic ora measurements indicated that the corneal surface in ¿focus image¿ appears dry. The appearance of reflection of led lights in the focus image may indicate this. They appear to be a little blurred. Dryness could affect cylinder magnitude and axis. The lens appears not to be significantly titled in the images. Therefore, with the parameters being off and the selected iol, this contributed to the patient ending up myopically under corrected. The operators manual cautions it will be difficult to obtain accurate, consistent, and reliable measurements with the following conditions present: progressive retinal pathology, corneal pathology, residual viscous substances left on the corneal surface, and visually significant media opacity. Patients having received retro or peribulbar block, or any other treatment that impairs their ability to visualize the fixation light. Utilization of iris hooks during an system image capture will yield inaccurate measurements. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause of the reported event can be attributed to the sub-optimal surgery conditions during which the measurements were taken. B)(4).

Event description:
A surgeon performed cataract extraction with intraocular lens implant of a patients right eye using intraoperative aberrometry. The surgeon went with the system recommended lens and the patient is undercorrected. The surgeon is considering a lens exchange. Additional information has been requested.